Manufacturer narrative:
Citation: sato et al. Acute leaflet opening restriction caused by endarterectomy-like iliac artery intimal detachment entrapped within a self-expanding transcatheter aortic valve: a case report. European heart journal case reports. 2026, vol 10, iss 5, ytag314. Published: 04 may 2026. Doi: 10.1093/ehjcr/ytag314. Earliest date of publication used for date of event. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. Select patient information cannot be included in regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Literature was reviewed regarding a patient with symptomatic severe aortic stenosis who underwent transcatheter aortic valve implantation (tavi) of a medtronic 23-mm evolut fx valve bioprosthetic valve. After valve deployment hemodynamic measures showed no reduction in the transvalvular pressure gradient (mean 58 and peak 97 mmhg before versus mean 63 and peak 98 mmhg after). Transesophageal echocardiography revealed a mobile tubular structure restricting leaflet opening. A balloon post-dilatation resulted in temporary hemodynamic improvement but was complicated by balloon rupture and the tubular structure persisted within the valve space. Subsequently, the tavi procedure converted to an open surgery. Intraoperatively, the tubular structure was confirmed as impinging on the valve leaflets. The evolut valve and tubular structure were then explanted and replaced by a non-medtronic surgical aortic bioprosthetic valve. Histology of the explanted material confirmed a calcified vascular intimal tissue consistent with detachment from the left common iliac artery. Postoperative transthoracic echocardiogram demonstrated good function of the surgical bioprosthesis. Final angiography showed no evidence of rupture or perforation. The postoperative course was uneventful, and the patient was discharged home on day 24. No further information was provided pertaining to medtronic products.